Manufacturer narrative:
Section a1, patient identifier, of the initial medwatch report # 0003015876-2022-02545 indicates: none section a1, patient identifier, of the initial medwatch report # 0003015876-2022-02545 should indicate: blank section b5, executive summary, of the initial medwatch report # 0003015876-2022-02545 indicates: there was no patient involvement reported with the event. Section b5, executive summary, of the initial medwatch report # 0003015876-2022-02545 should indicate: this issue is patient related; however there was no adverse event reported. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was not turning on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device was not turning on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.